Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap extended life pd transfer set; further described as "the dark blue portion of the transfer set twisted and started to come off with the cycler cassette patient line connector¿. This occurred when disconnecting from peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with an amia patient connector attached to the female connector. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the separation was due to inadequate solvent application to the set during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.